Manufacturer narrative:
Results: - the returned product was evaluated and the film of sterile bag was torn starting at the place where push tag is above. There was a sign that it was torn by something sharp. Reviewed incoming inspection sop and incoming inspection record on the serial. Sop describes that inspection operator should check sterile bag is ok for 100% each. Inspection record for the serial showed that the sterile bag was checked and it was ok. Tried reproducing the event using other samples. Could not reproduce tearing the bag by using thumb to push the tag but it was possible to reproduce if using sharp thing to push the tag though the tear does not always happen. Conclusions: based on the complaint history, work order search and product evaluation. A specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the nurse opened a ks-1 aq2017v 19.5 diopter preloaded injector and noted the sterile bag was torn. The product fell onto the floor and was not used. No patient contact.

Manufacturer narrative:
(B)(4) (torn material) was not correct. There was no torn material due to a material integrity issue. (B)(4).